Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported one sealed dressing contained mold when pulled from a box that was stored in a closet at the facility. The product was not used on a patient. Photographs provided depicting the reported complaint issue.

Manufacturer narrative:
The product was constantly monitored for seal integrity and visual conformity to specifications. Results were within specification on all checks. Sterility certificate was reviewed and the product was sterilized according to requirements. A batch record review found no discrepancies related to this complaint. Based on the evaluation of the photograph provided and the description of the event, a nonconformance was raised to investigate the issue further. The investigation was approved and complete. The investigation concluded that one (1) sample from the associated lot was found to be nonconforming, based on the photographic evidence. The product was manufactured under controlled environmental conditions and certified sterile upon release and distribution. The product, as reported by the complainant, was stored in unknown conditions in a "closet". There was no objective evidence to indicate the suspect substance was in fact mold and the evidence points to this event being a singular occurrence. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).